Event description:
Further information provided. Unknown if patient has a back up pump. Unknown if malfunctioned during use. Unknown if malfunction caused any injury or adverse event. Pump will be returned and replaced. Reported to (B)(6) by: patient/caregiver.